Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a wobbling of the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: poor image quality, ccd water ingress, cable water ingress, lens scratches, coupler corrosion, connector terminal corrosion based on the results of the investigation, it is likely that the following led to the malfunction: poor image quality due to internal water ingress. The most probable cause was traced to a component failure. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.